Manufacturer narrative:
The customer has been provided with a replacement lid. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device and therefore would not power on when the lid was opened. In this state, it can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The customer was sent a replacement lid and battery. The device nor the lid was returned to stryker for evaluation. Stryker isolated the cause of the reported issue to the lid assembly. An engineering investigation has determined that due to the design of the lpcr2 lid switch circuitry, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery, and is the likely cause of the device not powering on.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device and therefore would not power on when the lid was opened. In this state, it can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.